Manufacturer narrative:
The customer's complaint was confirmed. No image was displayed, only color bar were visible from the camera head due to a defective cable unit. The olympus repair center also found the following defects: characters vanished from the rear cover. Coupler found corroded. Leakage found detected from the remote switch. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the image was not displaying from the 4k camera head. The malfunction occurred during preparation for a therapeutic lap chole, and the procedure was completed by using a similar device. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that an image was not displayed due to defective cable. The cause of the defective cable could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.